Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alarms on an ilet system while using steel contact detach infusion sets, with persistent high blood glucose indicated as ¿high¿ despite multiple supply changes and proper tubing priming. Symptoms included hyperglycemia. Outcomes included user-performed troubleshooting, education reinforcement, and shipment of replacement supplies. Investigation included review of the user¿s account of occlusions, confirmation of infusion set changes, and guidance on changing all supplies. Investigation of this case revealed that the event was consistent with insulin flow interruption due to infusion set occlusions, resolved after supply changes, and associated with the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion leading to interrupted insulin delivery.